Event description:
Patient reported the catheter was defective because it did not dispense insulin. Patient stated she experienced hyperglycemia episodes up to 600 mg/dl. Patient reported she called emergency personnel and immediately after calling she made an insulin injection by herself. Patient stated when the ambulance arrived she was already feeling fine. Patient reported afterwards she changed the entire infusion set on the same infusion device and the device is working properly. Patient stated the infusion set catheter was defective. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the material meets product specifications. Result a visual inspection to the tube and tests for flow and leak were performed on the returned used sample. All test results were within specifications. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record for lot # 210003 was verified and found it within specifications. The problem mentioned by the customer could not be reproduced.